Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete to procedure. No additional pt complications were reported by the hospital.